Event description:
A report was received that the placement of the ipg was causing pocket discomfort to the patient. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
.